Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) screen turned white and while providing counter-pulsation to patient. Patient's nurse noticed iabp not functioning correctly and checked electrical attachments, turned iabp power off and on, and resumed normal use. The iabp was taken out of service and replaced. No patient injury or adverse event was reported. Please note that this complaint event is related to customer medwatch report # (B)(4).

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) screen went white and the pump stopped working while in use on a patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge service territory manager has replaced the video generator board and executive processor board in this unit which resolved the customer's issue. The unit is ready for clinical use, but has been sent to getinge's depot instead, alternatively, the customer has been furnished with a replacement iabp. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and reviewed the event logs while onsite. The unit alarmed and displayed multiple instances of alarms; fifty (50) total and sixteen (16) prior to this event. The error logs also indicated failure code 111 & 112 which coincided with the time of this event. The customer declined repairs at this time. This unit has not been released for service.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) screen went white and the pump stopped working while in use on a patient. No patient harm, serious injury or adverse event was reported.